Event description:
It was reported that the customer's bg value displayed as ¿high¿ and as 'low' on the continuous glucose monitor (cgm), although specific values were not provided. The cause of the high bg was unknown, and the cause of low bg is reportedly due to the customer adding too much insulin to their correction bolus trying to correct the high bg. The customer changed their infusion set and cartridge to address the high bg, and consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.